Manufacturer narrative:
Batch review performed on (B)(6) 2023: lot 2210327: (B)(4) items manufactured and released on 01-jul-2022. Expiration date: 2027-jun-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in due to signs of an infection and instability and the pathogen is unknown. About 2 weeks after the primary surgery, the surgeon performed a washout and upsized the liner (from 10mm to 14mm). The surgery was completed successfully.